Event description:
It was reported that during a cruciate ligament reconstruction surgery, when install the screw, the screw broke, and part of fragment remained in the patient¿s articular cavity. No patient injury was reported.

Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 3mm of the distal threads have broken off and were not returned for evaluation. The break is angular in nature. The screws major diameter and wall thickness was measured and found to meet print specification. Review of the clinical details confirmed the passing pin/guidewire was bent during insertion of the screw. Per the device IFU under precautions ¿excessive force should not be placed on the delivery instrument¿.